Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detached suture. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection revealed that the suture wire remained attached to the trip wire. The slack was taken up, and the trip wire was properly secured to the post. Additionally, the ligator housing was returned without any bands attached, and the suture wire exhibited seven knots. Although a photo was provided, no clear issue could be identified from the image. No other problems with the device were noted. The reported event of suture detached was not confirmed. It was determined that the suture wire remained attached to the trip wire. The returned unit did not exhibit any evidence of the reported issue or any defect that could have contributed to the event. Furthermore, since the ligator housing was returned without a band, it was not possible to assess whether a malfunction occurred in that section. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the preparation, the end wire was loose. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the preparation, the end wire was loose. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf device code a0501 captures the reportable event of detached suture.